Event description:
It was reported that, "the tip of the universal screwdriver broke and remains lodged in the head of the screw in the pt."

Manufacturer narrative:
Add'l info, has been requested and if received, will be submitted on a supplemental report.